Event description:
The info received from the field states that this pt had an optease filter placed and it has since migrated to the right ventricule of the heart. The info states that a venacavagram was not performed prior to insertion, and the vena cava was not measured. Please note that multiple attempts to acquire add'l info have been attempted and have been unsuccessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.